Event description:
It was reported that during the device changeout procedure, the lv (left ventricular) lead was pulled back during the lead extraction. Afterward, the guidewire was unable to pass through the lv lead in order to reposition it. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.